Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, an extremity of the holding and distraction instrument for expandable corpectomy device (ecd) was blocked during an unknown surgery. It did not disengage from the unknown peek implant. There was a surgical delay of fifteen (15) minutes. There was patient consequence reported. Patient and procedure outcome are unknown. Concomitant device reported: unknown peek implant (part# unknown, lot# unknown, quantity #1) this report is for one (1) large removable metal point. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted the procedure was completed by manually spreading of the gripper system to release the implant. The patient outcome was reported as okay.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The incorrect date was inadvertently utilized in initial medwatch. The correct date is december 6, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.